Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. Multiple syringe needle and multiple cartridge changes were performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. A syringe needle change was performed resolving the issue.